Manufacturer narrative:
The account reported that doctor was performing a lavh. He performed the initial scope portion of the procedure and moved onto the open portion. During this transition, the scrub tech removed the light cord from the camera. The light cord was set on the patient's chest and the light source was put into the "standby" mode. The scope and camera were set onto the mayo stand. When the surgeon went to use the light cord near the end of the procedure, he noticed the burn mark on the patient's chest. The light cord had burned through a towel, drape, and bair hugger. The patient was also burned. It was believed to be a 3rd degree burn the size of a quarter along with about a 3" diameter burn to the patient's chest. The surgeon was using a 5mm scope on the 100% setting of the light source. The device was not returned for evaluation. Based on previous events reported user error caused the event. There are multiple warnings in the IFU's for the scope, light cable and lightsource that the device can reach temperatures over 41 degrees which could cause a burn if not used properly. If the lightsource is returned, a follow-up report will be submitted with evaluation results.

Event description:
It was reported that a patient was burned by the tip of the scope while the lightsource was in standby.